Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study (B)(6). It was reported that a polarx balloon catheter and polarsheath were selected for a cryoablation ablation procedure. It was noted that a 10 mm non-compressive right ventricular pericardial effusion occurred. The patient was given lovenox oral medication. No further patient complications were reported.